Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the diagnostic laryngoscopy using the subject device, it was found that the light intensity failure occurred on the subject device. The user facility completed the procedure with the subject device. The field service engineer of olympus medical systems (B)(4) checked the subject device on-site and found that the reported phenomenon was duplicated due to the installation of a low wattage lamp by the user. When the low wattage lamp was exchanged to a 150 w halogen lamp (md-151) according to the specification of the subject device, the reported issue was solved. There was no report of patient injury associated with this event.